Event description:
It was reported that customer experienced pump battery charging issues where pump did not always recognize charger. There was no reported adverse impact to the customer. The customer declined troubleshooting further with tandem technical support. No additional information was provided.